Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited premature batter depletion. It was also reported that the ra and rv leads exhibited high thresholds. The ipg was explanted and replaced. The leads were reprogrammed and remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that high thresholds were only noted on the right ventricular (rv) lead.